Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample or reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed a bent tip clamp at position #4. The fe replaced the tip clamp #4, checked x-arm calibration, and ran routine tests to verify operation. Repairs have returned this instrument to expected operation.